Event description:
The patient reported that their sutures popped at the receiver site during sleep and the wound opened. Antibiotics were prescribed and the patient met with wound care. The patient wanted the device explanted and an explant procedure was performed on (B)(6) 2024. The patient is now doing fine.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, using inappropriate tools, multiple tunneling attempts, and the patient not attending their post-op visit have been ruled out as potential causes. However, the patient is diabetic and antibiotics were not prescribed pre-operatively. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, mental capacity as the patient is diabetic (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.